Event description:
On (B)(6)2025, the user reported rising blood glucose (bg) levels above target for five hours after dinner, despite receiving 62% of the insulin dose and later administering a long-acting injection followed by a fast-acting injection when bg did not decline. The user had disconnected insulin delivery from the ilet during this time. The user understood and planned to recheck bg ~12 hours after the injection before reconnecting. On (B)(6)2025, the user reconnected to the ilet reporting a bg of 184 mg/dl after only drinking black coffee. The agent reassured the user that 70¿180 mg/dl is within range, and the ilet would deliver corrections as needed. The importance of rotating insertion sites to avoid scar tissue was discussed, as the user had only been using the stomach. At follow-up, bg decreased to 175 mg/dl and the user felt well. The highest bg during this event was 401 mg/dl, which was corrected with long-acting and fast-acting insulin. The ilet alerted to the high bg, and while the user experienced stress and frequent urination, no outside assistance or medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.